Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. Noise was causing episodes of auto mode switch. The lead tested normally electrically. No plans for the lead are in place. No further information is available at this time.